Event description:
It was reported that the customer sounds like she was having low blood glucose. It was stated that the rptr needed the customer's address to call the paramedics. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.